Event description:
It was reported that the ventilator patient circuit exhalation valve was stuck open when it was set to 0, and the patient was not being ventilated. There was an audible alarm for low pressure when the reported problem occurred. The patient had turned "grey" in color. When the patient circuit was replaced, the patient had recovered.